Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected a17, a21 and a35 during our testing noted. No unexpected unit restart or resetting of the time and date anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator; the sensor feature working properly and no bad sensor or lost sensor alarms noted. However, the insulin pump had minor scratched lcd window, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a blank screen display even after changing battery. Customer's blood glucose was 178 mg/dl. Alarm history showed a motion test failure alarm, signal too low alarm and an unexpected restart alarm. Customer declined troubleshooting, due to insulin pump being replaced.